Event description:
Customer called to report the insulin pump did not give a no delivery alarm when she had a bent cannula. Troubleshooting was performed and the pump alarmed, no delivery as designed. Customer then reported being hospitalized for high blood glucose levels, along with chest pain and shortness of breath. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.